Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. The run data filed was analyzed for this event. The device history records (DHR) were reviewed for this lot. There were no issues noted in the DHR that would contribute to the elevated wbc count that the customer experienced. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. The signals in the run data file indicate that the higher than expected wbc content in the platelet product could be the result of an escape of wbcs from the lrs chamber during a portion of the procedure. There are no events (adjustments, changes in pumpspeed, substate changes, etc.) In the procedure that corresponds with the onset of the overloading of the lrs chamber. Based on the available information, it cannot be ruled out that this leukoreduction failure could be donor related. The signals in the run data file also indicate it is possible that the plasma line may have been partially occluded near the end of the procedure. If the plasma line does not contribute properly to the platelet pump, it could cause the flow through the lrs chamber to be higher than the system expects, possibly allowing some wbcs to escape. Orientation of the hex in the hex holder may contribute to the above.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. Donor unit #: (B)(6), the disposable set, is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.